Manufacturer narrative:
Additional information was received that the access route was the left femoral artery. The valve was initially positioned too high, dislodged and was recaptured. It was reported that the dissection occurred during recapture, but the physician was unable to identify the cause of the dissection. No additional adverse patient effects were reported.  Updated codes: device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4). Product analysis: the valve and the delivery catheter system (dcs) were not returned therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve in which the valve was recaptured one time, dissection of the left common iliac artery was noted and a stent was placed. A pericardial effusion was then noted on transesophageal echocardiogram (tee) and there was a drop in blood pressure. Further evaluation with tee determined there was an aortic dissection from the ascending aorta to the left common iliac artery. The dissection was surgically repaired, the transcatheter valve was explanted, and a surgical valve was implanted. Per the physician the dissection likely occurred during the recapture and redeployment of the valve. It was noted that the patient is stable and doing well. No additional adverse patient effects were reported.